Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet indicated urgent low glucose readings with a continuous glucose monitor (cgm) nadir of 39 mg/dl while the user had recently eaten salmon and pasta and announced the meal as ¿more,¿ which the caregiver believed should have been ¿usual,¿ and oral carbohydrates were administered; the device problem was characterized as an incorrect procedure or method with relevance to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication intervention in the form of oral glucose without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with meal announcement on the user interface, consistent with an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.